Manufacturer narrative:
(B)(4). The data collected was published in a clinical paper on 21 february 2011, entitled "unintentional variation in positive end expiratory pressure during resuscitation with a t-piece resuscitator", and was authored by neil n finer and wade d rich. No information was provided regarding the number and age of the neopuff devices used in the study. No complaint devices are expected for evaluation. Fisher & paykel healthcare is currently conducting an investigation into this matter. We will provide a follow up report upon completion of your investigation.

Manufacturer narrative:
(B)(4). Method: the returned rt329 infant continuous flow breathing circuit was visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. Visual inspection revealed that the inspiratory heater wire pin was bent. This prevented the adaptor from connecting to the heater wire socket during setup of the breathing circuit. A lot check revealed no other similar complaints for lot number 100708. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
(B)(4), fisher & paykel healthcare manager, reported on behalf of dr (B)(6) from (B)(6)medical center that "during a number of resuscitations using the neopuff, the peep was observed to increase during the course of the resuscitation. Data collected and analysed by (B)(6) showed that over a 12 month period and out of 120 resuscitations increases in peep were observed on eight occasions. The maximum observed increase was approximately 10cm h2o. (B)(6) confirmed no serious or long term harm had occurred to any patient." This data was collected between (B)(4) 2009 and (B)(4) 2010.

Event description:
(B)(4) fisher & paykel healthcare reported on behalf of (B)(6) from (B)(6) that "during a number of resuscitations using the neopuff, the peep was observed to increase during the course of the resuscitation. Data collected and analysed by (B)(6) showed that over a 12 month period and out of 120 resuscitations increases in peep were observed on eight occasions. The maximum observed increase was approximately 10cm h2o. (B)(6) confirmed no serious or long term harm had occurred to any patient." This data was collected between april 2009 and march 2010.